Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the deployed clip detached from the posterior leaflet and remained attached to the anterior leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. There was a posterior leaflet prolapse. One clip (50929u127) was implanted in the a2/p2 area, reducing the mr to 1-2. On (B)(6) 2016, it was found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr increased to 3. On (B)(6) 2016, an additional mitraclip procedure was performed for treatment. Two clips were implanted lateral of the initial clip. The mr was reduced to 1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral regurgitation (worsening,) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated the reported single leaflet device attachment appears to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the previous medwatch report filed, additional information received: the physician's opinion was that the single leaflet device attachment was due to pre-existing large leaflet flail gag and width.

Manufacturer narrative:
(B)(4).

Event description:
Leaflet flail gag and width is corrected to leaflet flail gap and width.